Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2017, during set up of a case calibration on the o2 sensor was initiated and failed. During the bypass procedure, the calibrate o2 analyzer notification was on the screen. The perfusionist stated that the set point for the fraction of inspired oxygen (fio2) was about 80%, and the reading was about 60%. This is an expected result response of a failed o2 calibration. The perfusion team did not use an external o2 analyzer during the procedure. The patient's partial pressure of oxygen (po2) values were normal throughout the procedure. The perfusion team does set up and calibrate the system after the allotted 15 minutes of warm up. They do connect all lines from the source through a mechanical flow meter, vaporizer, filter and the oxygenator. I also spoke with the field service representative (fsr) regarding the incident, and he stated that he could not reproduce the error message, but that the epgs was due for a new o2 sensor, therefore he exchanged that out along with associated service activities. The incident did not delay the surgical procedure. There was no blood loss associated with the event. No harm was observed, for the po2 values were normal throughout the procedure.

Manufacturer narrative:
The reported complaint was confirmed via clinical review. Per the user facility's biomedical technician (bmet), the serial number was unavailable and the problem was resolved. No part will be returned to the manufacturer for evaluation.  If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.